Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles experienced inner shield/outer cover/cap that would not attach/detach during use. The following information was provided by the initial reporter: material no.: 320550 batch no.: 9176409 received second email from consumer provided address, phone number, lot number and description of product she's using. Product name: bd nano 2nd gen reason for call: originally was using bd nano ultra-fine, pharmacy changed to bd nano 2nd gen. Randomly some of the needles require a lot of force to attach to pen, which did not happen with the ultra.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Related complaint for does not attach as intended for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles experienced inner shield/outer cover/cap that would not attach/detach during use. The following information was provided by the initial reporter: material no.: 320550 batch no.: 9176409. Received second email from consumer provided address, phone number, lot number and description of product she's using. Product name: bd nano 2nd gen. Reason for call: originally was using bd nano ultra-fine, pharmacy changed to bd nano 2nd gen. Randomly some of the needles require a lot of force to attach to pen, which did not happen with the ultra.